Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The device was received with the stent protector and product mandrel inserted. A visual examination of the crimped stent found stent struts from the mid to the proximal end of the stent were damaged & stretched. Stent struts from the mid to distal end of the stent were bunched and raised outwards proximally. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site and subsequent withdrawal. The bumper tip of the device showed no signs of damage. During analysis, difficulty was encountered during an attempt to remove the mandrel from the guidewire lumen due to a build-up of solidified contrast media within the guidewire lumen. The tip subsequently detached as the mandrel was removed. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 11-mar-2015. It was reported that crossing difficulties were encountered.   The target lesion was located in the left anterior descending (lad) artery. A 32 x 2.25mm taxus¿ liberté¿ stent was selected to treat the lesion; however, the device was unable to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.